Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. It is unknown if there are plans to reimplant the patient with a new device.

Manufacturer narrative:
.

Manufacturer narrative:
This report is filed june 28, 2016. Implanted device remains.

Event description:
Per the clinic, revision surgery was performed on (B)(6) 2016, to reposition the receiver stimulator due to extrusion of the device. During the surgery, skin debridement was performed. The implanted device remains.